Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 1.0, 2.3, 2.2. Customer reported precision issue on 1 pt yesterday. Got inr of 1.0; then retested 2x and got 2.3 and 2.2. Stuck the pt's finger before green light for 1st test. The next two tests were much quicker and after the green light was on.

Manufacturer narrative:
Investigation pending.